Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that during a routine device follow-up, 3 episodes of non-sustained events were recorded due to ventricular oversensing, inappropriate inhibition of biventricular pacing was observed as a result. It was not possible to correlated noise to anything. There was no previous history of noise on the ventricular lead and all other testing was satisfactory according to the clinic. No provocative testing was performed. Attending physician was consulted. Ventricular sensitivity remains at 0.6 mv, auto-sensing showed borderline sensing in the vf zone as high as 1.2 mv. Patient will be called for further follow-up. No adverse patient side effects were reported.